Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following implanting the patient experienced urinary/bowel problems, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4)

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a hysterectomy and bilateral salpingoophorectomy due to sui. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following implanting the patient experienced urinary/bowel problems, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent incision and removal of urethral sling on (B)(6) 2016 by dr. (B)(6), m.d due to chronic pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections, increased urinary frequency, urinary incontinence and urinary tract infection.